Manufacturer narrative:
Devices are not being returned for evaluation. The biosure screws IFU (10600361) instructs the end user to inspect the tip of the driver and if tip flaring is apparent do not use the driver, it also instructs the end user to assure that the driver is parallel to the tunnel avoiding off axis insertion. Additionally the drivers IFU (1060355) instructs the end user to inspect the device to ensure it is not damaged. Do not use a damaged device. Further investigation is not warranted at this time.

Event description:
It was reported that many (an unspecified number) of biosure screws have been broken off intraoperatively. No patient injury reported.